Event description:
Bpm is defective, monitor won't even register. Continued to have an error on the screen. Tried to set the date and time, but it wouldn't even do that only had the product for about a month.